Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient was in critical care with artificial airway tot number 8, ventilatory support. The gases showed deterioration of oxygenation rates. A dysfunctional pneumotaponator was used and found that the current tot generated poor ventilation, so it was replaced.